Manufacturer narrative:
Title: comparison of a flexible-tip laparoscope with a rigid straight laparoscope for single-incision laparoscopic cholecystectomy source: from the department of surgery, kansai medical university, osaka, japan. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed for the period from november 1, 2009, until february 28, 2013, the study assessed whether a flexible-tip laparoscope improves operative outcomes including operative length while performing single-incision laparoscopic cholecystectomy (silc) compared with the use of a conventional straight laparoscope. Laproclip clip applier was used to ligate the cystic duct and artery during silc. Sils port and mini loop retractor ii with 2-mm external diameter. 5-mm endo grasp was used to manipulate the hartman¿s pouch of the gallbladder. Intraoperative bile spillage occurred in both but the difference was not significant. In the flexible-tip laparoscope group, five patients required the addition of extra laparoscopic ports, whereas nine patients in the straight laparoscope group required additional ports. Reasons for additional ports included technical difficulty with failure to adequately expose the calot triangle secondary to extensive adhesions, insufficient views, and bleeding.